Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure the lens shot into the capsular bag causing a tear. He was able to stabilize the lens and leave it implanted without further intervention. Additional information was requested.